Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads fall off hand piece...end up in mouth - oral-b [device breakage]. Case narrative: elderly female consumer via phone stated that the oral-b toothbrush heads fell off of the oral-b toothbrush hand piece and ended up in her mouth. No injury was reported. (B)(6) 2023 case update: the suspect product lot was 2ab04410930. No injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the concomitant product was oral-b power oral care refills crossaction eb50 brush set 8ct. No injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the suspect product was oral-b rechargeable toothbrush handle 3766. No injury was reported.

Event description:
Brush heads fall off hand piece...end up in mouth - oral-b [device breakage]. Case narrative: elderly female consumer via phone stated that the oral-b toothbrush heads fell off of the oral-b toothbrush hand piece and ended up in her mouth. No injury was reported.16-aug-2023 case update: the suspect product lot was 2ab04410930. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.